Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Pump communicated and calibrated properly with test guardian link transmitter 3. Pump was monitored with guardian link transmitter and no lost connection noted during testing. Unit was successfully downloaded using (thump software) and successfully uploaded to carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or during the time of the customer's call. On (B)(6) 2025 at 21:09:51.000, critical pump error 63 was noted. File=632 line=5768. Per software engineering log, critical pump error 63 was due to electronic assembly rf chip error. However, no unexpected alarms or anomalies were noted during testing. To assure proper device functionality, the following tests were performed. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, and displacement accuracy test. Unit was cut open and a visual inspection on connectors and electronic assemblies was performed. Per visual inspection, all connectors including motor flex connector were plugged in properly. No moisture damage noted during visual inspection. The following cosmetic damages were noted: cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of change sensor alerts were not confirmed when pump communicated properly with test guardian link transmitter 3. Additionally, unable to confirm customer allegations of high bgs. However, during download history review, pump error 63 was recorded. Per software engineering log, pump error 63 was due to electronic assembly rf chip error. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported change sensor alert and discrepancy between sensor glucose value and blood glucose value. The customer reported hyperglycemia which was treated with insulin pump. The event involved product mmt-332a, mmt-397a, mmt-1884 and mmt-7040a. Troubleshooting was performed partially. Customer has been using the insulin pump system within 48hrs of reported high bg event and smartguard feature was active at the time of event. No further patient complications were reported. The customer discontinued using the device. No product return required for mmt-332a. No product return required for mmt-397a. No product return required for mmt-7040a. Mmt-1884 was requested and it was returned for analysis.